Manufacturer narrative:
Batch review performed on 10 january 2019. Lot 162136: 17 items manufactured and released on 31 may 2016. Expiration date: 2021-05-22 no anomalies found related to the problem. To date, 6 items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by packaging and washing manager on january 11, 2019, the root cause relates to the combined factors of anomalous shipping/handling conditions and the limitation of the packaging configuration to be optimally robust to all possible shipping stresses experienced.

Event description:
During the primary hip surgery, it was discovered that the stem had penetrated the external packaging. There was no backup stem available, so the surgeon chose to wash and implant the stem into the patient.